Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that her ubk click tampon came apart upon removal and tampon pieces remained inside of her. A month ago, the consumer developed nausea and abdominal pain. Her pain was an infection, the consumer also had an abscess in her tubal area. She was hospitalized for 3 days and received IV antibiotics, then had to take more antibiotics after she was discharged.